Manufacturer narrative:
The product is available for eval; however, as of to date it has not been returned. Add'l info will be submitted within 30 days upon receipt.

Event description:
The guide catheter had a braid wire exposed. The guide catheter appeared normal prior to use. However, while advancing a balloon through the guide catheter, there was friction within the catheter. In total three balloons were used, but all of the balloons ruptured due to a braid wire sticking out inside the catheter. Therefore, a different catheter was used and the procedure was finished successfully. There was no pt injury reported. After the procedure, at approx 10cm from the distal end, the physician cut the guide catheter and confirmed the braid wire sticking out.